Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show two labels a belongs to psee60a and the other belongs to a gst60b. Based on the pictures provided the event described cannot be confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information can be provided.